Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the whisper guide wire felt tacky or sticky during advancement, removal, and during device exchanging with unspecified devices. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Correction: the device was discarded and will not return. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the guide wire was not flushed properly resulting in the guide wire hydrophilic coating not being fully activated and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported physical property issue/felt tacky or sticky; thus causing the reported difficult to position and difficult to remove during advancement, removal, and during device exchanging with unspecified devices; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.